Event description:
It was reported that there was an oor (out of range) alert tone. There was a left ventricular (lv) lead revision due to lv lead dislodgement where the lv lead was explanted and replacement attempted. It was found that the impedance alert was due when the lv lead was disconnected from the device at the time of the lv lead revision. It was also reported that during the lv lead replacement the attempted replacement lv lead was unsuccessful due to extremely difficult patient anatomy; therefore no replacement lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 694765 implantable tachy lead implanted: 2011 (B)(6); 507652 implantable pacing lead implanted: 2011 (B)(6). (B)(4).